Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires and service code 204) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for the severed trunk cable connector was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient belt had exposed wires and was receiving a service code 204 (belt/monitor unusable).